Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the blood glucose (bg) range from mid 200'smg/dl to 400mg/dl with no signs or symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed the last basal delivery was on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. The pump was suspended at 15:38 on (B)(6) 2013; deliveries were not resumed. The daily insulin deliveries were reviewed and accurately reflected the user¿s programmed basal rates. There were no errors or alarms associated with the complaint in the history, only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.